Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip could not be kept inside the jaws at feeding and fell into the patient. The fallen clip was removed with a forceps. After that, the device was fired outside the patient and the same incident occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? ---about 3rd firing. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no if so, when? Did anything unexpected happen prior to this incident? The information was not provided from the hospital. What were the indications for surgery? What was found? The information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? If so, what? The information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? If so, whom? The information was not provided from the hospital.